Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation issues occurred. The 90% stenosed lesion was described as an anastomic stricture in the shunt located in the moderately tortuous left antebrachium. The blue max balloon was inflated 4 times to 20 atms. Following the fourth inflation, the blue max balloon could not be deflated. The physician attempted to deflate the balloon with an "indoflator", but that was not successful. The physician then pushed on the balloon through skin surface and was able to deflate the balloon. The deflated balloon was then removed from the pt with no further incident, and the procedure was then completed with another of the same devices. No pt complications were reported, and pt status was reported as 'good'.